Event description:
This is 6 of 14 spontantous cases reported by the same infection control nurse. An infection control nurse reported that during craniotomy angioplasty surgeries, they use gelfoam as a hemostatic agent. They leave the device in the brain and then close the brain. The nurse reports that from retrospective analysis of cases, they noticed 14 cases of infection with propionibacterium acnes following their procedure. This is 2 of 5 cases that occurred in 2003. The action taken in response to the events as well as the clinicial outcome of the pt was not provided. The nurse reported that in feb2004, they took a new package of gelfoam sponge, took a sample and analyzed it. Their analysis revealed that it contained the same microorganism: propionibacterium acnes. They took this sample as well as all 5 cases from 2004 and sent them to a lab they performed a pfge (electrophorese) on those sampled and: the new package contained strain a1; the samples from 3 pts contained strain a1 (reported as 2005030921; 2005030923; 2005030924); the sample from 1 pt contained strain b1 (reported as 2005030928); the same from 1 pt contained strain d1 (reported as 2005030929).